Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and failed. The usb interface damage was observed during visual inspection. The receiver passed the charge and boot test. The receiver log was downloaded. The receiver functional test was performed and it passed all the relevant testing. During the log review, rtt loss was observed. The receiver case was opened for an interior visual inspection and it passed. The battery measurements were taken and passed. The battery wrap was opened for inspection and it failed. The pins on the ic were observed to be lifting. The reported event that the receiver ceased to function was confirmed during log review and battery inspection. The root cause was determined to be a defective battery.